Event description:
It was reported that a pump experienced downstream occlusion alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. When the device is returned, an eval will be completed and a supplemental report will be submitted.